Event description:
I had an advisa MRI surescan medtronic pacemaker that was having quite a few problems. Sensing issues all (B)(6) were being disabled multiple times, the hospital and doctor basically ignored these issues as well as issues such as check for double counted r waves, lead fracture, or loose set screw. These would come up each time a device check was done. 2 vt episodes 638 short v-v intervals since (B)(6) 2020. That was in (B)(6) 2022. As well as check atrial lead position. I have been in afib with rvr for quite a few years. I was told that pacemaker would help. I am currently only 36 years old and in congestive heart failure due to my heart having to pump so hard. Im not sure if this would be considered a device malfunction or if it could be the leads. If someone could at least look into it for me I would greatly appreciate it. Ive received a new pacemaker as of (B)(6) 2023 but the damage is done I would just like to make sure no one else has to go through what I did. The pacemaker was put in on (B)(6) 2014 by dr. (B)(6) from (B)(6) hospital. In (B)(6) . My date of birth is (B)(6) 1987. Advisa dr MRI medtronic pacemaker model# a2dr01, sn# (B)(6).